Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking. This occurred during an unspecified process step of peritoneal dialysis therapy. It was further reported that the leak came from the cassette door of the machine. There was no patient injury or medical intervention associated with this event. No additional information is available.